Manufacturer narrative:
This report is submitted on november 09, 2022.

Event description:
Per the clinic, the patient experienced scab at the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported).